Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced difficulties with the inflatable penile prosthesis 3 months after the initial implant. Upon further evaluation, it was found that there was an issue with the pump and the patient was unable to inflate the device to provide an erection. No patient complications were reported.

Event description:
It was reported that the patient experienced difficulties with the inflatable penile prosthesis (ipp) 3 months after the initial implant. Upon further evaluation, it was found that there was an issue with the pump and the patient was unable to inflate the device to provide an erection. The ipp was removed, no patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump and cylinders of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak/pressure tested and examined using a microscope. Cylinder 1 had two areas of damage by the proximal and distal end of the cylinder that was most likely from a tool or sharp instrument used during explant. Cylinder 2 had a cut by the proximal end from sharp instrument damage. Both cylinders had no further damage resulting in the cylinders to pass the leak and pressure tests. The ams 700 momentary squeeze (ms) pump was visually inspected, leak tested, examined using the microscope, and functionally tested. No leaks were found. The pump kink resistant tubing (krt) with the window quick connector was trimmed down to the appropriate length prior to functional testing. The pump was functionally tested and did not pass activation test 2 and 3. These activation issues could affect the functionality of the device as the reported mechanical and inflation issues. Product analysis confirmed the reported clinical observations.